Event description:
It was reported that the programmer generated noise on the cath lab monitor screens. It was further reported that it improved when the analyzer cable was disconnected from the programmer, and resolved completely when the electrocardiogram (ECG) cable was removed from the programmer. It was noted that there were no signals through the analyzer when connected to the lead, even using two different cables. Both the programmer and the analyzer were returned for service. Though this did occur during a surgical procedure, follow-up verified that no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) software analyzer.

Manufacturer narrative:
Product event summary: analysis determined that the noise the customer saw was caused by a loose electrocardiogram connector on the link electronic module board and therefore the board was replaced to repair and then calibrated. The hard drive was reconfigured and the software loaded to version 2.6 xp amr (B)(4). Analysis also determined that the included stylus pen would not "select" and therefore it was replaced and it and the overlay screen were calibrated. Analysis also found that the printer speed buttons were slow to respond when pushed and therefore the chart recorder board was replaced to repair.

Event description:
It was reported that the programmer generated noise on the cath lab monitor screens. It was further reported that it improved when the analyzer cable was disconnected from the programmer, and resolved completely when the electrocardiogram (ECG) cable was removed from the programmer. It was noted that there were no signals through the analyzer when connected to the lead, even using two different cables. Both the programmer and the analyzer were returned for service. Though this did occur during a surgical procedure, follow-up verified that no patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.